Event description:
The dr claims that during the procedure, a small leak was noticed at the graft's bifurcation. The graft was left in. There was no injury or complication to the pt. The pt's condition is ok. In 2000, office learned that the clinical outcome for the pt was ok, the total blood lost through the graft was 5ml, the leakage was from a hole in the graft's bifurcation, the leakage was stopped by suturing the hole.

Event description:
On 10/13/2000, co learned that the graft was implanted for an aortic abdominal aneurysm repair.